Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle would not retract with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: we have had a couple of incidents this week with the need safe bd saf-t-intima, when removing the needle into the plastic holding which protects the needle this didn't retract and protect the needle which meant the needle was then loose and a high chance of a needle stick injury or injury to the patient.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9116589 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, two representative physical samples were provided for evaluation for our quality team. Picture samples were also provided. Through examination of the samples, no damages were observed to the safety device. The samples were then functionally tested for stylet removal force and safety shield disconnection force. Both of the samples were found to be within specification with no signs of defect. Through examination of the picture sample, no signs of safety mechanism damage could be observed. Based on the investigation results, a manufacturing related cause for this reported incident could not be determined. H3 other text : see h.10.

Event description:
It was reported that during use the needle would not retract with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: we have had a couple of incidents this week with the need safe bd saf-t-intima, when removing the needle into the plastic holding which protects the needle this didn't retract and protect the needle which meant the needle was then loose and a high chance of a needle stick injury or injury to the patient.